Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the customer experienced low blood glucose of below 40 mg/dl and had a seizure. It was reported that the customer had to unhooked the insulin pump when it first began to alert low. The customer reported that they were incoherent at the time, so could not treat the blood glucose. Two hours after the insulin pump suspended delivery, the blood glucose was still reading below 40 mg/dl through meter and blood glucose was below 20 mg/dl according to the paramedics prior to treatment. The insulin pump will not be returned for analysis.